Event description:
Patient contacted dexcom technical support on (B)(6) 2013 and left voice message to report an out of range signal on (B)(6) 2013. Technical support attempted to re-contact the patient with no success. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.